Event description:
It was reported that "the stapler did not work. The staples did not come out and remained stuck". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. Visual examination of the returned stapler revealed that the frontmost staple was misaligned and the remaining staples appeared properly aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological mat erial on the device. The stapler was received with 42 staples left in the cartridge. The bottom of the cover block appeared to be pushed out; however, this did not appear to impact the alignment of the staples. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon engagement of the trigger, no staples were released due to the frontmost jammed staple. Multiple attempts were made; however, no staples were fired. It was observed that the frontmost staple was jammed against a deformed part of the cover block. The first staple was manually removed and the second staple immediately misaligned and jammed into the same position against the deformed part of the cover block. The first staple that was removed was observed to be slightly bent due to the removal. The sample was attempted to be fired again, and the second staple was still jammed. Multiple attempts were made; however, no staples were fired. The second staple was manually repositioned in front of the damaged part of the cover block in an attempt to fire the staple. After repositioning the second staple, the third staple immediately misaligned and jammed agains t the deformed part of the cover block again. A fire attempt was made, and the repositioned staple shot out of the stapler due to being in the way of the anvil upon engagement. Therefore, the anvil pushed the staple out of the stapler without forming due to the in correct repositioning. The third staple at the front of the cover block was attempted to be fired; however, and it was jammed and in the same position against the deformed piece of the cover block. Multiple attempts were made; however, no staples were fired. Die casting anomalies were discovered on the forming tool. The manufacturing team was consulted regarding the details of this investigation. The manufacturing team was able to replicate the damage on cover block using excessive force. The visistat product is 100% tested at the end of the assembly line by firing 3 staples indicating the damage occurred post manufacturing. For this reason, the probable root cause could not be conclusively linked to manufacturing. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" could be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned stapler revealed that the frontmost staple was misaligned and the remaining staples appeared properly aligned. The stapler was received with 42 staples left in the cartridge. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon engagement of the trigger, no staples were released due to the frontmost jammed staple. Multiple attempts were made; however, no staples were fired. It was observed that the frontmost staple was jammed against a deformed part of the cover block. Multiple staples were manipulated to attempt to fire the device; however, the sample repeatedly jammed or misfired due to the damage to the cover block. The manufacturing team was consulted regarding the details of this investigation. The manufacturing team was able to replicate the damage on cover block using excessive force. The visistat product is 100% tested at the end of the assembly line by firing 3 staples indicating the damage occurred post manufacturing. For this reason, the probable root cause could not be conclusively linked to manufacturing. The probable root cause of this damage could not be conclusively determined based on the information provided. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the stapler did not work. The staples did not come out and remained stuck". No patient harm or injury. The patient status is reported as "fine".